Event description:
It was reported that this patient with a history of sinus tachycardia and slow ventricular tachycardia (vt) experienced inappropriate shock therapy from this subcutaneous implantable defibrillator (s-ICD) system. The physician was unable to reprogram the device to prevent future potential inappropriate therapy due to the patient's complex morphology. The s-ICD system was subsequently explanted and replaced with a trans-venous implantable cardioverter defibrillator (ICD) system to resolve the event. It is unknown at this time if the s-ICD system will be returned for analysis. The patient was stable with no additional adverse effects.